Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of over 527 mg/dl. The customer reported that they had bloused himself and blood glucose level was came down to 481 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The insulin pump will not be returned for analysis.